Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
The luer-lock connection on the loader belonging to delivery set iii 6f (98us006, lot no. Dp-21551) was not properly secured to the tube. As a result, when advancing the device into the delivery sheath, it slipped off, with the risk of damaging the device being advanced. Fortunately, this did not happen, and it was noticed in time by our physician, and the device was undamaged and safely implanted in the patient. However, we are reporting this for further investigation. We kindly request the forms required to submit this report to you. We have retained the loader, which can be made available for investigation.